Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient couldn't turn off their therapy for a MRI unrelated to the interstim device. Moreover, caller stated that patient reported there was something wrong with the battery. No symptoms or further complications were reported.